Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. During evaluation of the device, complete exit block was observed on the right ventricular lead (which is a competitor's lead) in unipolar configuration. The device was reprogrammed to bipolar configuration, the device and competitor's lead remain implanted. Approximately 4 years later the device was explanted without further allegation. No additional adverse patient effects reported.

Manufacturer narrative:
The device was reprogrammed to bipolar configuration. The explanted device was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.